Event description:
It was reported that it was impossible to achieve stable lead fixation and there was a lead migration with the left ventricular (lv) lead during the implanting procedure. The vessel was thicker than expected, so another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.